Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 : device not returned.

Event description:
It was reported that the pump's usb pins were damaged, and the pump battery could not be charged properly. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer reverted to using an alternate method of insulin therapy.